Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for critical pump error and insulin pump error. The customer¿s blood glucose was 236 mg/dl. Customer states pump was not exposed to a high magnetic field. Customer is unable to clear alarm. Unable to view alarm history. Customer states they are not able to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with critical pump error and pump error 35 confirmed in history file due to force sensor flex tail not properly plugged in to electrical board.